Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient.

Event description:
In 2007, this patient underwent endovascular repair using gore tag thoracic endoprostheses. A reintervention took place the following month, using an additional device to correct a distal type I endoleak. At the time of the procedure, a type ii endoleak from the lumbar arteries was also noted; however, it was reported that no further intervention could be performed at that time. The physician chose to continue following the patient. The patient was transferred to the recovery unit in stable condition.